Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sleeve on a bd vacutainer® precisionglide¿ multiple sample needle didn't "recover and blood leaked." There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for sleeve non-recovery with the incident lot was observed. Evaluation of the customer samples was performed and sleeve non-recovery was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve non-recovery with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and sleeve non-recovery was observed. Root cause description: based on the investigation, a root cause could not be determined.